Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was changed by the end user to resolve the issue. Block a: customer contact reports no patient information available. Block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 . H3 other text : a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was changed by the end user to resolve the issue. Block a: customer contact reports no patient information available. Block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.